Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pumps primary speaker was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported primary speaker not working which were reproduced during evaluation. Primary speaker not working were verified through a review of the event history log and found to be caused by a failed input/output printed circuit board. The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.